Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI, it was reported that low impedance was observed on the atrial lead. Technical support was contacted and determined that the cause of the low impedance was leakage of electricity in the device header when the device was in unipolar mode. It was also reported that the device could not be programmed in unipolar mode. The device was reprogrammed in bipolar mode. The patient was in stable condition and there were no adverse consequences.